Manufacturer narrative:
No lot number was provided. Therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo device caused more skin irritation (infusion site irritation) and did not stay in place for long (device maintenance issue). The patient experienced more infections (infusion site infection) and significant skin irritation due to the length of the cleo cannula. The patient also reported dissatisfaction with the cleo tubing, as it did not work as well as the silhouette and caused site pain and symptoms. There was patient involvement and patient harm/adverse event reported.